Manufacturer narrative:
The reported complaint of leakage was confirmed on the returned set. During visual inspection, the 28" pressure tubing was received separated from the male luer. Insufficient adhesive coverage was observed on the tubing pocket. The separation of the bond was due to insufficient adhesive coverage on the pressure tubing. The probable cause of insufficient adhesive coverage on the pressure tubing had occurred due to an error during assembly at ensenada. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a monitoring kit w/tp4, 30 ml squeeze flush, and needleless valve was found broken within minutes of attaching the new line to the patient's umbilical artery catheter (uac), and the registered nurse (rn) noticed backflow of blood through uac. Immediately noted that the tubing had broken on the distal side of the blood draw port. Uac was immediately clamped. The broken transducer was disconnected and uac flushed with normal saline. New tubing was primed and attached to the patient's uac. The broken transducer was bagged and kept in the c4b clinical leader's office. To note, this is a c4b patient currently on h4b for extracorporeal membrane oxygenation (ECMO). C4b charge rn and ECMO tech notified of equipment issue. There was no medication being used with the product and the product was not reprocessed or re-sterilized prior to use. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.